Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's implantable cardioverter defibrillator (ICD) had an inappropriate device reset due to event que overflow. The patient was asymptomatic. The ICD was programmed back to normal settings. The patient was stable throughout the visit.